Manufacturer narrative:
An event of a torn leaflet and aortic insufficiency was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2015 a trifecta was implanted as a bental. On an unknown date, the patient developed a high aortic insufficiency (ai) because of a tear in a leaflet. Therefore, the patient underwent a valve in valve and an unknown manufacturer valve was successfully implanted. The patient remained stable through out and post procedure.